Event description:
A customer contacted beckman coulter inc (bec) to report wash concentrate canister leak on the unicel dxc 800p synchron chemistry analyzer. The customer tightened and dried the fitting; however, this did not resolve the issue. Receiving sm 41 communication errors. No injury or exposure was reported.

Manufacturer narrative:
A bec field service engineer replaced the fitting. Fse replaced the sm 41 fse performed sample carousel alignments and verified operation. Bec internal notification number is (B)(4).